Event description:
Potential user error: vertex vaginal delivery with vaccum extraction times 4. Apgars 5 & 8. After delivery the infant became hypotensive and was transferred to the neonatal unit. The infant developed cephalohemotoma and low hemoglobin and hematocrit. Upon discharge the occipital swelling and subgaleal hemmorrhage was resolving.